Manufacturer narrative:
It was reported that a home health patient was having a routine change of their chronic indwelling catheter. When the home health nurse attempted to remove the catheter the retention balloon would not deflate. The syringe would not pull back fluid and resistance was felt, there were no reported visible problems with the inflation port of the catheter. The home health nurse cut the inflation port to drain the balloon; however the balloon did not drain. There were no difficulties reported when the catheter was originally inserted, the retention balloon was pre-inflated with 30 ml of saline, to check for integrity prior to insertion. Due to the balloon not deflating the patient was transported to the hospital. Hospital staff pulled the catheter out with the balloon still inflated. A new catheter was placed and patient was discharged home. The catheter was discarded and a sample was not returned. A root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon would not deflate.